Event description:
During a wedge resection procedure, the cartridge was dislodged from the cartridge pan which was left in the stapler. The case was completed with another device of the same product code. There was no patient consequence.